Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported a hospital implant registration form was received with information of an explant procedure. The right ventricular lead was explanted due to lead perforation. No further information was known about the event.

Event description:
New information received notes that the patient experienced discomfort, shortness of breath, and a cough due to the perforation. Cardiac catheterization and computed tomography (CT) scan of the chest were completed to confirm the anatomic trauma. The explant and replacement of the right ventricular lead was completed with no patient consequences. No additional treatment was needed to address the perforation.